Event description:
New information received states that t wave oversensing was observed. The device was reprogrammed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes due to oversensing were observed via merlin.net transmission. The oversensed events were a result of myopotential oversensing. The device was reprogrammed.